Event description:
It was reported that bd maxzero needless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that found wet and tpn/lipids appeared to have backed up in the line. The maxzero needleless connector at the end of the line was found to be leaking around its perimeter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.